Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that her onetouch ultramini meter was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged power issue started. The patient informed the cca that she manages her diabetes with oral medication. The patient denied taking any action regarding her usual diabetes management regimen due to the power issue. Approximately 4 hours after the issue started the patient claimed she developed symptoms of "dry mouth, spots on eyes and could hardly talk". The patient stated that on the evening of (B)(6) 2012 she was seen in the ER and was treated with an "amaryl" shot after she obtained a blood glucose result of "575 mg/dl" with an ER/hospital meter. At the time of troubleshooting, the cca noted that the patient had not replaced the subject meter's battery as recommended in the owner¿s booklet. The patient did not have a new battery with her at the time of the call. Replacement product was sent to the patient. This complaint is being reported because, the patient developed signs/symptoms and was treated for hyperglycemia by an hcp after the alleged meter power issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.